Manufacturer narrative:
Unit received with blank display due to corroded battery tube threads. Unit received with broken off top of the battery cap. Unable to perform displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unable to remove the battery cap on their pump. Customer's blood glucose value was 8.3 mmol/l at the time of the incident. Customer will return device for analysis.